Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: during investigation it was observed that the max power was 55w min; not in specification. No non-conformance reports were raised during the manufacturing process for this handpiece. All results of the functionality tests were recorded as within specification and final release checks were performed satisfactory prior to the handpiece been released. A minimum of 12 months review of cusa excel handpieces part number c2602 was completed using the following key words ¿ultrasonic output issue¿ and root cause ¿recalibration¿ in the search criteria. This review encompassed from dates (B)(6) 2015 to (B)(6) 2016. The analysis of the complaint investigations and root cause reports has concluded this complaint is the 1st identified cusa excel c2602 handpiece complaint for the reported failure with the root cause identified as ¿recalibration¿ resulting in handpiece not working. No trend has been identified. The failure analysis investigation has concluded the root cause of the handpiece device to be repaired failure was due to the max power out of specification, therefore recalibration required.

Event description:
This is the second of 4 reports (same reporter, different incidents, different handpieces) it was reported that the device needs to be repaired. No other information was provided. Additional information was received from the customer on 15jan2015 stating that the handpieces did not function during testing recurrently. Patient was under anesthesia. Surgery time was increased (time to find an available replacement unit). The consequences for the patient were reported as infection risk and time under anesthesia increased. Additional information/clarification received on 05feb2016 from the customer with the following: the nurse could not confirm for the 4 defective handpieces how many patients were involved; only that several patients were involved. The delay of the surgery depended on the availability of the next handpiece which she estimated to be between 30 minutes to 1 hour. During that time, the surgeon continued the surgery without the cusa. The nurse did not hear that any one of the patients had an infection after the surgery. Linked to mfg report numbers: 3006697299-2016-00087, 3006697299-2016-00091, 3006697299-2016-00092.